Manufacturer narrative:
Corrected data: d4 additional device information updated. Corrected data: d6a date of implant updated. Corrected data: h4 device manufacture date updated.

Manufacturer narrative:
A review of documentation supplied with the implant states that the implant must be charged every 30 to 90 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.

Event description:
It was reported that the ipg was explanted and replaced on (B)(6) 2021, resolving the issue.

Manufacturer narrative:
Event date is unknown.

Event description:
It was reported that the patient's ipg was inoperable. The patient has not charged the ipg in over a year. As a result, surgical intervention may occur to address the issue.